Event description:
It was reported that the video system center had no image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). The device was not returned to olympus for inspection; the reported failure was confirmed by 3rd party repair center. In addition, the following reportable malfunctions were identified during the device evaluation: error b30. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.